Event description:
A harvester reported to a maquet sales rep that during an endoscopic vein harvesting procedure, he experienced the hemopro 2 toggle switch getting stuck in the on position and does not return to the off position. He stated that he noticed this "a couple more times" but he now knows how to turn it off. No further information is available as this is a general observance. The same units were used to complete each procedure. The hospital did not report any pt effects. Product is not returning.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be completed as the product lot number is unk. (B)(4).